Event description:
It was reported by the customer that a pyxis ciisafe system unable to pull medications. The customer stated that the were trying to pull medication out of the cw1278900 ciisafe, it logs out the user and is now not able to open any of the compartments and there was delay in patient's care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that auto pyxis restock. A technical support specialist created a backup of the database and increasing the time required to remove all medications to resolve this issue. Customer confirmed no longer shows up in the auto-restock suggestions. The system functioned as intended technical support specialist troubleshooted the device.